Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
A new prescription form has been received for a revision of the femoral component, 5mm bone trimming above collar, extra cortical plates. The revision is due to loosening of the femoral component.